Event description:
Customer reported a power source alert while using the tandem charging cable and wall adapter. They declined to answer if their blood glucose level exceeded 500 mg/dl. It was confirmed that the pump did not begin charging after leaving the wall adapter plugged in for 30 minutes. Technical support decided to send a replacement cable and wall adapter via two-day shipping and to follow up with the customer. In case the pump battery depleted before receiving replacement supplies, the customer would rely on an alternate form of insulin therapy. The issue was resolved by changing the usb cable.